Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the patient bent over at the waist they experienced "a flutter and a thump." Follow-up revealed that the patient's left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.